Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. B3: date of event: used first date of the month since exact event date was not provided.

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 26mm x 3.5mm, concentric, de novo target lesion was located in the mildly calcified right coronary artery. A 28 x 3.50mm promus elite mr drug-eluting stent was advanced for treatment. However, due to difficulty passing the lesion, the stent was peeled from the balloon. The device was removed, and the procedure was completed with a different device. There were no patient complications reported. Patient was stable.